Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) alleging the patient's unknown meter was prompting an unknown error message when the reporter was attempting to test her blood glucose. The medical surveillance specialist (mss) was unable to follow up with the reporter for additional information. The complaint was classified based on the customer care advocate (cca) documentation as well as from the email sent by the reporter. The reporter stated the alleged at 7:29pm (unknown date) 1 hour after dinner, a reading of '288mg/dl' was obtained the on the meter. The reporter stated the patient then went to sleep. The reported stated at 11pm, she used 5 test strips and was getting an unknown error message, on the 5th strip, she obtained a reading of '518mg/dl' and the patient was given 2 units of insulin. The reporter stated at 1am she noticed the patient was 'not normal' and a blood glucose reading of '54mg/dl' was obtained and she was given '(B)(6)' as treatment. The reporter stated she tested 20 minutes later and was unable to obtain a blood glucose reading due to an unknown error message. The cca was not able to troubleshoot the alleged issue with the patient. This complaint is being reported because the reporter claims, due to the alleged issue, the patient suffered a severely high blood glucose reading and required treatment.